Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the issue experienced by the customer was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for evaluation. Engineering discovered that the cannula mount was damaged. The proximal pin inside the assembly cannula mount holding the cannula sensors in place was missing causing the engagement issue experienced by the customer. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced an issue with the patient side manipulator arm (psm) not recognizing the cannula. With the assistance of an isi technical support engineer (tse), the site attempted to troubleshoot the issue by trying several cannulae and verifying the system set up was correct; however, the issue persisted at this time, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.